Event description:
It was reported that "hair contamination was observed on the prep bowl before use." There were no patient complications reported.

Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. A device history record review was completed and documented that device met all specifications upon distribution.

Manufacturer narrative:
One triple lumen presep catheter was received in an open tray for evaluation. The catheter and all components of the open tray did not appear to be used. Customer report of hair on the prep bowl was confirmed. Examination of the tray found what appeared to be a hair-like particulate in the optic connector section of the tray inside one of the cups (prep bowl). The particulate was light brown in color and approximately 1.25" long. Visual examinations were performed with unaided eyes. Although the customer report was confirmed, it is not possible to conclusively relate the complaint to a manufacturing nonconformance as the product packaging was received opened. The source of contamination cannot be determined. No additional actions will be taken at this time.